Event description:
It was reported "the dilator bifurcated and guide wire deformed." The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR number include:(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one 14fr dilator, one 16fr dilator, one hemodialysis catheter, and one guide wire assembly for analysis. Signs of use were observed on the 14fr dilator. Visual analysis of the 14 fr dilator revealed that the tip was split and frayed. Microscopic examination confirmed the damage and stress marks. Visual analysis also revealed kinking on the guide wire. The dilator length measured 5 1/2", which is within the specification limits of 5 1/4"-5 3/4" per dilator product drawing. The dilator inner diameter at the proximal end measured 1.4224mm, which is within the specification limits of 1.40mm-1.47mm per the dilator extrusion product drawing. The dilator outer diameter measured 4.70mm, which is within the specification limits of 4.65mm-4.72mm per dilator extrusion product drawing. The dilator inner diameter at the distal tip could not be accurately measured due to the severity of the damage. The functional end of the guide wire was inserted through the distal tip of the dilator. Despite the damage, the guide wire was able to pass with no resistance. Performed per IFU "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". R & d and manufacturing have been consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the dilator tip, including the manufacturing process and/or undue force applied unintentionally by the user during an attempted insertion. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a damaged dilator tip was confirmed through complaint investigation. Visual analysis revealed that the dilator tip was frayed and split. Despite the damage, all relevant dimensional and functional requirements were met, and a device history record review performed based on a potential lot from sales history did not reveal any relevant findings. Based on the customer report that the defect occurred during use and the appearance of the damage, the root cause cannot be determined as it unknown when the damage occurred. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the dilator bifurcated and guide wire deformed." The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR number include:3006425876-2024-00982.

Event description:
It was reported "the dilator bifurcated and guide wire deformed." The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR number include:3006425876-2024-00982.

Manufacturer narrative:
(B)(4).